Event description:
Employee engaged in operating and maintenance activities at a medical center and went into the operating room equipment storage room to organize the equipment for the placement of another table. He attempted to walk between two mizuho osi jackson orthopedic fracture tables (model number (B)(6)) which were used for fractured hip surgery. While repositioning equipment, an unhooked traction arc became loose that caused a positioning leg holder piece to fall. This piece of equipment, which weighted 20 lbs, fell off a tabletop, hitting employee's right foot and injuring his toe. The injury resulted in a serious infection. He was treated at a medical center, where he underwent treatment for the toe infection and was hospitalized.

Manufacturer narrative:
Osha inspection nr. (B)(4), report ID (B)(6), date opened 04/15/2011 report describes unsecured equipment in storage room falling on employee.

Event description:
Employee engaged in operating and maintenance activities at a medical center and went into the operating room equipment storage room to organize the equipment for the placement of another table. He attempted to walk between two mizuho osi jackson orthopedic fracture tables (model number 5890) which were used for fractured hip surgery. While repositioning equipment, an unhooked traction arc became loose that caused a positioning leg holder piece to fall. This piece of equipment, which weighted 20 lbs, fell off a tabletop, hitting employee's right foot and injuring his toe. The injury resulted in a serious infection. He was treated at a medical center, where he underwent treatment for the toe infection and was hospitalized. The injury resulted in serious infection and the employee was hospitalized and underwent treatment for toe infection.